Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following pocket closure at this cardiac resynchronization therapy defibrillator (crt-d) implant, intermittent noise was observed on the right ventricular (rv) channel. The day following implant an occassional blip was noted on the electrogram (egm) however appeared to be true premature ventricular contractions (pvc). Troubleshooting was performed and no further noise could be produced. It was suspected that the noise observed on the date of implant was due to air bubbles in the device header. No adverse patient effects were reported.